Manufacturer narrative:
System 98 upgraded to cs300. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cs300 intra-aortic balloon pump (iabp) had low vacuum and electrical fault #52. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6(type of investigation).

Event description:
Na.

Manufacturer narrative:
Updated fields b4, d9, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. Despite 3 requests, customer has not provided hcpo. Closing case. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.